Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms. At the previous in clinic follow-up the impedance measurement was 1,760 ohms. Boston scientific technical services (ts) discussed options for a future follow-up appointment. No adverse patient effects were reported.